Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation and had not charged his ipg for approximately 6 months. The sjm representative met with the patient and indicated the programmer was unable to communicate with the ipg. Surgical intervention was undertaken and the ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative.